Event description:
The peritoneal dialysis (pd) patient reported he performed a stat drain due to feeling uncomfortable with nausea and pressure. Review of this peritoneal dialysis (pd) patient's treatment history records confirmed an incident of increased intraperitoneal volume during the third treatment cycle: see scanned table. The reported drain volume of 2567 ml was 182% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.